Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the totally occluded anatomy resulting in the reported failure to advance. Interaction/manipulation of the device ultimately resulted in the reported tip material separation. As reported, the separated portion was not retrieved and left embedded in the rca lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a total occlusion in the right coronary artery (rca). During advancement resistance was met and the tip of the whisper guide wire snapped off. The separated portion was not retrieved and left embedded in the rca lesion. Another guide wire was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient sequela.